Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an in-clinic follow up, episodes of atrial oversensing due to an external noise was observed, as well as some episodes with possible lead noise. Additionally post pace t-wave oversensing was observed. A device reprogramming was recommended. The patient was in a good condition after the follow up.